Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain further repair information. A supplement report will be submitted should additional information be provided. Device not returned to manufacturer.

Event description:
It was reported by the ICU rn that during patient use, the cardiosave intra-aortic balloon pump (iabp) completely shut down with exhausted batteries, while the unit was connected to the ac plug. Notably, it was reported that the end user ignored the low battery alarm. The unit was switched to another iabp unit to continue patient therapy. However, the iabp unit associated with this reported event continued to sound a high pitch "squealing" alarm despite it being turned off and after the batteries were removed. The getinge clinical coordinator specialist assisted the end user to reseat the unit into the hospital cart, but was unable to verify that the conversion to a/c power had occurred. Furthermore, it was reported that the unit was taken to the ccl biomed department while it continued to sound the high pitch "squealing" alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation and investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: service not requested.

Event description:
It was reported by the ICU rn that during patient use, the cardiosave intra-aortic balloon pump (iabp) completely shut down with exhausted batteries, while the unit was connected to the ac plug. There was no patient harm reported.